Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro catheter. From the moment the qdot micro catheter was connected, there was a lot of noise on the distal bipole signals (map 1-2). Dis- and reconnecting the cable, changing the catheter cable, changing the qdot dongle, restarting the patient interface unit (piu), restarting the ngen or high-output pacing on the map 1-2 channel did not solve the problem. Replacing the catheter solved the noise problem. The patient experienced cardiac perforation. Intervention included pericardial puncture and surgical closure of perforation during open thorax surgery. The perforation was located at the base of the left atrial appendage close to the ridge. Patient required extended hospitalization, she had to recover from the surgical closure and needed an extra pericardial puncture during her hospital stay. Currently, she¿s discharged from the hospital. The device evaluation was completed on 28-jun-2024. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed by connecting the device to the carto 3 system, and no issues or errors were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The noise and adverse event could not be confirmed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The catheter and carto 3 system instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s reference number: (B)(4).

Event description:
Initially the adverse event was assessed as MDR reportable under the qdot micro catheter (lot number: 31273574l) submitted under manufacturer report number 2029046-2024-01623. Additional information was received on 31-may-2024 which states that it was unclear when the adverse event happened, so no specific catheter can be assigned to that problem. Therefore, it was assessed to also report the event under the additional two qdot micro catheter's (lot number's: 31273577l / 1273590l). The reportable awareness date for these two additional reports is 31-may-2024. It was reported that a patient underwent an atrial fibrillation ablation with three qdot micro catheter's and the patient experienced cardiac perforation that required pericardiocentesis. From the moment the qdot micro catheter was connected, there was a lot of noise on the distal bipole signals (map 1-2). Dis- and reconnecting the cable, changing the catheter cable, changing the qdot dongle, restarting the patient interface unit (piu), restarting the ngen or high-output pacing on the map 1-2 channel did not solve the problem. Replacing the catheter solved the noise problem. However, this catheter did not show up on carto and error 105 map: catheter sensor error appeared. Approximately the same troubleshooting as for the first issue (dis- and reconnecting the cable, changing the catheter cable, changing the qdot dongle, restarting the piu with all cables removed, restarting the ngen) was performed without success. They then tried another qdot micro catheter, which seemed to work fine. After two ablations with qmode+ (90 watts, 4 seconds), the physician noticed that the force vector behaved strangely: when he moved the catheter towards the posterior wall, the vector pointed to anterior (whereas you would expect it to point to posterior), and when he moved the catheter towards the anterior wall, the vector pointed to posterior (whereas you would expect it to point to anterior). There was no error message on carto, only an alert saying minor magnetic distortion. After switching the qdot dongle, the problem seemed to have disappeared, but then it was noticed that the blood pressure of the patient had dropped. Upon ultrasound examination, pericardial effusion was observed, after which a pericardial puncture and drainage was performed. When the patient was stable, the procedure was stopped and the patient was observed for any changes in blood pressure and increasing pericardial effusion. The ablation procedure was stopped, but thought it was about 45 minutes for troubleshooting with the qdot micro catheters. Additional information was received on 31-may-2024. It is unclear when the adverse event happened, so no specific catheter can be assigned to that problem. Transseptal puncture was performed. No evidence of steam pop. The physician does not know exactly when and why the perforation happened, although it was clear that there was biosense webster, inc. Product malfunction during the procedure and that the blood pressure dropped during/after troubleshooting. Intervention included pericardial puncture and surgical closure of perforation during open thorax surgery. The perforation was located at the base of the left atrial appendage close to the ridge. Patient required extended hospitalization, she had to recover from the surgical closure and needed an extra pericardial puncture during her hospital stay. Currently, she¿s discharged from the hospital. The magnetic sensor error issues were assessed as non MDR reportable. The incidence of magnetic sensor error is easy detectable by the user. The catheter is inoperable, since it cannot be visualized on the carto system. The user will have to replace the catheter. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The noise issues were assessed as non MDR reportable. The risk to the patient was low. The force vector issue was also assessed as non MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The risk to the patient was low. The adverse event was assessed as MDR reportable under the three qdot micro catheter's (lot #: 31273574l / 31273577l / 1273590l).

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The bwi product analysis lab received the device for evaluation on 13-jun-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).